Manufacturer narrative:
(B) (4). (B) (4). The device was not received for eval. A definitive cause cannot be determined at this time. Care must be taken to ensure that all screw cups are tightened and assembled correctly. Loosening of the construct is listed as a possible adverse outcome in the instructions for use (IFU) supplied with each device. X-spine has received four separate reports from the same doctor and hosp indicating that a disassociation of the screw/rod assembly occurred. The report #s for these four reports are as follows: 3005031160200900001, 3005031160200900002, and 3005031160200900004.

Event description:
Procedure type: spinal surgery - t11 to s1 fusion. According to the reporter: the surgeon discovered a screw/rod disassociation during post-op routine x-rays. S1 screw/rod disassociation occurred bilaterally. The devices were not explanted or revised. Surgeon plans to use bracing and external stimulator.